Event description:
Information received by medtronic indicated that the customer unable to pair the pump and the mobile device. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump return is not expected for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring: black. Pump case type: ngp customer returned pump for an alleged no communication from pump to mobile observed on 15-sep-2022. Pump passed the displacement test, self test and p-cap locks properly into reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The pump successfully connected to mobile test device. Successfully downloaded to thump and carelink. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In summary, customers alleged no communication between pump and mobile was not confirmed. Pump was able to connect to mobile test device successfully. Pump passed displacement and self test. No damage on electronic/motor assemblies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using: minimed mobile app (software version 1.3.1) installed on device galaxy s21 5g, android 12 with 780g mmt-1885 pump (software version 6.7v) was made. The issue was not reproduced. As per the logs that were analyzed the most likely cause of the disconnect in pairing attempts is an undefined error which can be caused by the following: it could be invoked by os. 3rd part apps or pump communication. User's device hardware/software. The software performed as expected per specification (ble connect ios and android mobile *software requirements specifications - d00780504.*) the helpline confirmed that the customer requested for a pump replacement and hence the incident was closed. We did not get confirmation if replaced pump resolved the issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.